Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with two octrodes with the same lot. It was reported the scs system was explanted on (B)(6) 2013 due to the ipg not charging. It was also reported the ipg had not been charged in several months.